Event description:
It was reported that the patient lines on two (2) integrated apd sets w/cassette were damaged; further described as "ripped lines". This was identified out of the box, prior to use for automated peritoneal dialysis (apd) therapy in their home. As a result, the caregiver used a new cassette to continue the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were manufactured at either: (B)(4). The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.